Event description:
Healthcare professional reported a right side capsulectomy and implant exchange. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ yellow particles observed outside the device. ¿ observed a broking on plug strap assessed as an unidentified (tear) opening. ¿ observed an opening on anterior and one opening on posterior assessed as surgical damage. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d.9, h.3, h.6,

Event description:
Healthcare professional reported a right side capsulectomy and implant exchange. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsulectomy and implant exchange. Device has been explanted and replaced.